Manufacturer narrative:
On may 29, 2023, mentor received two devices for analysis as well as additional information. The patient's date of explant has been updated to (B)(6) 2023. As the received devices could not be differentiated, and no identifying markers were observed on the device shells, the analysis team performed device evaluations on both returned prostheses. On june 05, 2023, mentor completed a visual inspection and leak testing of device a. Device evaluation summary (device a): visual analysis of the returned sample revealed that the smooth saline breast implant had a crease/fold on the anterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Device evaluation summary (device b): mentor conducted a visual inspection, microscopic examination, and thickness measurement of device b. Visual analysis of the returned sample revealed that the smooth saline breast implant was found to have an area of missing material on the posterior view measuring approximately 3.9 x 4.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old female patient underwent a breast augmentation revision surgery with an unspecified mentor saline breast implant. Post-operatively, the patient experienced a deflation of her left prosthesis, which was confirmed during a revision surgery. As a result, the patient underwent removal and replacement with a 215cc mentor memorygel xtra breast implant on (B)(6) 2023. There were no surgical delays or patient consequences reported due to the deflation discovered during the revision surgery.